Event description:
It was reported that a multi rate infusor under infused. The device was programmed for 5 ml per hour for 48 hours. The device infused 40 ml in ten hours. The device was filled with an unspecified amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f026 was manufactured on june 12, 2014 ¿ june 13, 2014. The device was received for evaluation. Visual inspection and a functional flow test were performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.